Event description:
It was reported the infusion was programmed as a "bolus" instead of the intended infusion rate. The volume to be infused was 25ml/hr. The intended volume to be infused was 50ml. This was a stat order and programmed with barcode scanning using the guardrail drug library. The clinician stopped the infusion immediately. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a programming error was not confirmed through a review of the logs or reproduced during laboratory testing. It was also reported as a free-flow infusion, this also could not be confirmed or replicated. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the pump module event log showed that on september 09, 2024, at 3:36 pm, the system was powered on and the pump module was attached to the concomitant pcu s/n 14020739. ¿ at 3:36:56 pm the suspect pump module was attached as channel b. At 3:37:50 pm the pump module alarmed for a safety clamp open for a duration at 2 seconds (administration set was installed). ¿ according to the log review of the suspect pump module, at 3:38:13 pm the user pressed the pause key followed with an operator walk away alarm, and at 3:38:34 pm the pump module alarmed for a safety clamp open for a duration of 1 second. This was the last entry recorded in the logs on the day of the reported event. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ it was noted during the inspection process that third-party parts were used on the alaris system. These parts were not identified to have been the contributing factor for the reported incident; however, below notes bd¿s position on the use of third-party parts usage. ¿ bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. ¿ bd strongly recommends not using any third party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported programming error event was not identified. The log analysis did not find any bolus programming recorded within the pump module event log on the day of the incident. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a090202, a040502, c02, c23, d02, d15, g05005, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the infusion was programmed as a "bolus" instead of the intended infusion rate. The volume to be infused was 25ml/hr. The intended volume to be infused was 50ml. This was a stat order and programmed with barcode scanning using the guardrail drug library. The clinician stopped the infusion immediately. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: d15 - cause not established correction: note that imdrf annex a090202, a040502, c02, c23, d02, d11, g05005, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Additional information: imdrf annex d code

Event description:
It was reported the infusion was programmed as a "bolus" instead of the intended infusion rate. The volume to be infused was 25ml/hr. The intended volume to be infused was 50ml. This was a stat order and programmed with barcode scanning using the guardrail drug library. The clinician stopped the infusion immediately. There was patient involvement, but no harm.